Event description:
The three instruments were used during a laparoscopic cholecystectomy. It was reported the clip appliers misfired during standard lap chole procedure. Case was completed with a fourth instrument. There was no consequence to the pt.